Manufacturer narrative:
Technical support provided the touch screen part number to the customer. The customer replaced the touch screen to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen has a couple of dead spots; a touch screen issue; touch screen requires replacement. The customer reported there was no patient involvement.